Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: cystocele, rectocele and stress urinary incontinence. Procedure (s) performed are posterior colporrhaphy with avaulta mesh, anterior colporrhaphy using pelvisoft porcine collagen mesh, herniorrhaphy, transobturator sling. Complications post pelvisoft, avaulta and obtryx implantation are in 2006: still having discomfort with intercourse. On examination there is a tender area on the posterior fourchette and on examination does seem to be somewhat thinned tissue. There is certainly no erosion of the mesh. Assessment: dyspareunia secondary to an area erythema and thinning. Plan: estrace cream and vagifem once a day has been prescribed and xylocaine gel before attempting to have intercourse. In 2006 ¿2007: dyspareunia with rectal pain and fecal incontinence. Plan: vagifem and perineoplasty, that is surgical opening of this area and perhaps excision of the erythematous tissue with sewing this anterior to posterior so that to increase the introital capacity. Post-void residual with bladder scan has been performed in 2007, amount voided: 105 and residual is 35. Dyspareunia, vaginal mesh erosion after posterior repair with mesh kit done elsewhere. Mesh revision along with first additional implant (surgisis) surgery details: in 2007: underwent examination under anesthesia, excision of posterior wall vaginal mesh, topical placement of floseal and gelfoam, surgisis graft repair and introitoplasty for dyspareunia and vaginal mesh erosion after posterior repair with mesh kit done elsewhere under general anesthesia. Concomitant implants: pelvisoft acellular collagen biomesh 05b22-9 obtryx transobturator - sling (B)(4); (B)(4)(model no.)